Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and charging difficulty. Pain medication was prescribed to treat the pain but unsuccessful. The physician¿s evaluation noted that the cls positioned in the right gluteal region, may have contributed to the patient¿s charging difficulties.

Manufacturer narrative:
Additional information: section b - date of event; event description, section d - expiration date, section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. The cls remains implanted. The root cause of the pain at cls implant site and charging difficulty cannot be definitively determined; however, it was noted that the cls position in the right gluteal region may have contributed to the reported event. Evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A revision was performed to reposition the cls and resolve the reported event.